Event description:
Can barely put weight on her knee [weight bearing difficulty]; swelling in left knee [joint swelling]; pain in left knee [arthralgia]. Case description: spontaneous report received on 03/06/2009 from a (B)(6) female patient with a history of previous synvisc injections and knee pain, (B)(6), who experienced left knee swelling, left knee pain and could barely put weight on her knee after starting synvisc. The patient received approximately four sets of three injections every six months over the past four years in her left knee. On (B)(6) 2008, she received one injection of synvisc into her left knee. The patient reported that the evening following her first injection, she experienced swelling and pain in her left knee and she could barely put weight on her knee. The patient's physician prescribed oral prednisone, ice and elevation. At the time of this report the patient's left knee pain and left knee swelling continued. (B)(4).